Event description:
A dentist was performing a routine procedure on a patient using a dental electric handpiece when the patient's cheek was burned.

Manufacturer narrative:
A patient was burned on cheek to the size of a handpiece back cap. The patient was given prescription ointment debacterol. During product evaluation, low debris levels were found in the handpiece. The bearings where gritty and the head was damaged/dented. The cause for overheating was the back cap which sticks in and heats up the head of the handpiece. Remark: a patient was burned on the cheek, but doctor could not determine with which handpiece the patient was burned. Please consider the potential affected handpiece we submit as following mdrs: for the handpiece 25 lpa - serial # (B)(4) was filed MDR 3003637274-2010-00023 and for handpiece 25lpa serial # (B)(4) was filed MDR 3003637274-2010-00024.